Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system reached critical battery level and shutdown. The system had no charge and was not charging when the site decided to use it. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there was a total failure with the system after one spin. There was no patient present when this issue occurred.